Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had cosmetic damage. Customer's blood glucose level was 98 mg/dl. Customer stated that drive support cap was damaged. Troubleshooting was performed for the damage. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Insulin pump received with cracked battery tube thread. Insulin pump passed the displacement test, basic occlusion test, occlusion test and prime/a33 test. Drive support disk was inspected and no anomaly was noted.